Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user went to clamp the ultrasonic air sensor (uas) on the tubing and he broke the latch. The device was not changed ot, as the user was still able to clamp it on and he used the unit for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr replaced the broken latch on the ultrasonic air sensor (uas). With the latch replaced and testing completed, the sensor operated to MFR specifications and was returned to clinical use. The suspect latch was returned to the MFR for further eval. The fsr left the customer two extra latches in the accessory box for future use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.